Event description:
It was reported the stent failed to deploy during an anurex case. The delivery system was removed and another device was used to complete the case successfully. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the MFR and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tb adapter was closed. The 2-way stop cock was open. There was a kink in the outer sheath 50 mm from the tip at the proximal end of the stent graft. The stent graft was in the system and in place. The outer sheath was torn off at the catheter reinforcement. The complaint is confirmed. The condition of the sample leads to conclude that high friction forces during introduction, may have resulted in the described deployment difficulties and fracture of the outer sheath. However, based on the info received and the examination results of the returned sample, the exact cause for the tear off of the outer sheath of the catheter cannot be determined. This application represents an off-label use, the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this products states that the safety and effectiveness of this device for use in the vascular system has not been established.